Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump and resumed insulin therapy. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was not provided.